Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model 1708001, implantable port, allegedly experienced a suction issue. This information was received from a single source. This malfunction involved a (B)(6) year old female patient with no consequences. The patient's weight was not provided.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model 1708001, implantable port, allegedly experienced a suction issue and natural wearing. This information was received from a single source. This malfunction involved a 54 year old female patient with no consequences. The patient's weight was not provided.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The suction issue could not be confirmed, but a naturally wearing issue was confirmed. A definitive root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.